Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A 2 way eggshell foley catheter was returned opened without original packaging. There is a visible horizontal cut between the eye and the tip of the catheter. A bagger machine cut is the cause of the reported event. Catheter does not meet specification as "damaged product must be scraped." A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event is confirmed as manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that the catheter was sliced at the tip, jut distal to the urine entry port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was sliced at the tip, jut distal to the urine entry port.